Event description:
The patient reported a loss of therapeutic effect since her surgery (B)(6). She turned her device off for surgery and when she turned it back on, she could not feel any stimulation. The patient had the device for interstitial cystitis. The patient's symptoms were coming back and she could not feel stimulation even though she had turned stimulation up very high on all programs. The patient noted that she had turned stimulation up past 6.0v on all programs and had not felt anything except a small twinge. Additional information has been requested, and when available a supplemental report will be submitted.

Manufacturer narrative:
Concomitant medical products: product ID 3093-28, lot# v779499, implanted: (B)(6) 2011. Product type: lead: product ID 3037, serial# (B)(4). Product type: programmer, patient. (B)(4).